Event description:
According to the reporter, during the laparoscopic colon resection procedure, an issue occurred involving a cartridge connected to a powered handle with a standard adapter. The articulation was reported to be insufficient. No therapeutic intervention was required to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident found that there was damage to one of the blowout plates.

Manufacturer narrative:
D10 concomitant product: sigphandle; sig power sigphandle handle; (serial number: unknown) sigpshell; sig power sigpshell control shell; (lot number: unknown) sigadaptstnd; sig power sigadaptstnd linear adapter; (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired. The I-beam was fully retracted and the jaws were open. There was damage to one of the blowout plates. It was reported that the articulation was insufficient. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: blowout plate damage. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.